Manufacturer narrative:
Event date is an estimate.

Event description:
Related manufacturer report number: 3006705815-2021-06541. It was reported that one of the patient¿s leads was cut during a previous unrelated procedure. As result, the leads were explanted and replaced resolving the issue. It is unknown which lead is related to the issue. Therefore, all the suspected leads are being reported.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.